Event description:
It was reported that balloon rupture and shaft break occurred. A 16 x 2.50 promus premier¿ stent delivery system (sds) selected and advanced to the lesion. After stent deployment, it was noted that the balloon ruptured and the shaft separated. The stent was deployed fine. The device was completely removed from the patient. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).